Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from october 20, 2020 - october 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed evidence of a leak; fluid was found inside a bag that contained the device. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) had leakage. This was described by the customer as ¿the reservoir had jumped after production¿. Further stated as ¿most of the drug runs out up into the plastic house at the pump, but a small amount was in the bags¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.